Manufacturer narrative:
Additional information be provided once the investigation is completed.

Event description:
It was reported that flickering was observed during the case. It was further reported that the product requires a sensor and software update.